Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient twiddled the device causing the right ventricular (rv) lead to dislodge and coiled around itself. It was further noted the right atrial (ra) lead had also dislodged for the same reason and coiled around the implantable pulse generator (ipg) with the helix extended. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.